Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4).

Event description:
The customer reported that while using the hand control system continued to fluoro after releasing button, and tech had to use fast stop button. No pt injury was reported.